Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture was reported on this rv lead on (B)(6) 2019. On (B)(6) 2019 it was reported that the lead was capped on (B)(6) 2019 due to dislodgement.